Event description:
It is reported that while inserting the stem, the tip of the inserter got stuck in the stem and was very difficult to remove.

Manufacturer narrative:
Evaluation summary: as returned, the tip of device is deformed. The deformation is probably due to repeated use over time. As returned, the inserter shows significant signs of wear. The tip has deformed, over time, and now measures above the dimensional specifications. Review of the device history records did not find any deviations or anomalies. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.